Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a loss of therapy. They stated that before calling they had tried changing programs to program 3 in the beginning of july and they had a pretty good month, but then wednesday the 22nd and some nights they were up half the night urinating. They had a lot of frequency. They reported on saturday they were up a lot to go to the bathroom and the night prior to the report was the same thing. Patient reported they had recently changed programs again, they changed to program 2 at 8.0v the day of the report, right before calling. They stated they remembered the rep telling them that a high setting could go through the battery quickly. Patient reported they met with the rep and they checked the battery and it was fine, they stated this was last spring. Patient reported they also spoke with a rep today and told them these issues. The rep had directed the patient to their healthcare provider to discuss medical issues, but they were out until the following day. Patient was able to sync using their programmer and it showed stimulation was on. It was reviewed that they were at a high setting and this may deplete the battery fast, and the patient should consult with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient was still having a lot of frequent urination and they were on program 2 between 7 and 8. The patient confirmed it was a continuation of the previously reported issue. The patient reported in the last couple of weeks, they¿ve been getting up a lot except saturday and sunday night. The patient stated when they got up at 5 am to urinate and goes back to bed, they felt like their bladder was not completely empty. The patient stated they urinate a lot, but ¿sometimes it hurt, not all the time, like 2 hours in the morning¿ when it felt like they couldn¿t empty their bladder. The patient noted that on sunday they noticed their ins was off, so they turned it back on and left it alone. The patient also mentioned that they noticed a couple of times they¿d be on the couch and ¿all of a sudden I felt myself urinating without warning.¿ the patient stated they noticed it for the past month, then stated it was for the last 5 years. The patient was redirected to their healthcare provider to arrange for a representative to be present at their appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to them realizing their ins was off on (B)(6) 2018 was nighttime frequency being up and not feeling stimulation at all during the daytime. The daytime frequency was a little more, but the nighttime was better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that all of the sudden in 2018 their frequency symptoms increased. They stated that they had an appt with dr. (B)(6) on (B)(6) 2018 at 10:15am. Patient mentioned they were given a botox shot back in (B)(6) 2018. They had a follow up appt in (B)(6) 2018 and was taking myrbetriq. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the loss of therapy on (B)(6) 2018 was the patient having water and chicken that night and changing the program setting on (B)(6). To resolve the loss of therapy, the patient changed the program setting the night of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noticed stimulation changes location in their body. Caller reviewed they normally feel stimulation near their rectum, but they feel stimulation more toward the front when sitting or standing. It was reviewed that changing positions and program changes impact where the patient feels stimulation; the patient confirmed stimulation is always in the bike seat. They also report having the urge, but urine never coming out. Patient said their healthcare provider (hcp) told them they could walk around if this ever happened. The call center noted the patient spoke very fast and was difficult to understand; it was unclear as to whether or not they didn't feel the urge to go or didn't feel stimulation when this was present. Patient added they were on program 4 at setting 8 when this happened and have since changed to program 1; the issue has resolved. As a result of what was reported, the patient was redirected to their hcp for consultation regarding stimulation location; they added that they have an appointment a week after the report. No further patient complications have been reported as a result of this event.